Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to zoll for evaluation. Investigation results as follows: a visual inspection of the returned autopulse platform was performed and found the battery lock was damaged. The physical damage found during visual inspection is not related to the reported complaint of the platform displaying user advisory (ua) 45. A review of the platform archive log showed there were no user advisory (ua) 45 (not at "home" position after power-on) messages observed in the log on the reported event date 04/26/2016. However on 03/26/2016 there were multiple of ua41 (patient temperature sensor failure) messages observed. On 03/26/2016 was the last date that the platform was powered up. The platform was functionally tested and the autopulse platform did not exhibit any user advisory messages. However, when the platform was ran on a lrtf (large resuscitation test fixture, equivalent to 250 pounds patient) for approximately 15 minutes, ua11 (max patient temperature exceeded) and ua 41 messages were observed. The temperature sensor connector was remove and reinserted from j5 of the power distribution board (pdb) and ran the device with lrtf for approximately 45 minutes. The platform did not exhibit any error messages. In summary, the customer's reported complaint of autopulse displaying ua 45 was not confirmed during archive review or functional testing. Therefore the exact root cause for platform displaying could not be confirmed. Temperature sensor was replaced as a precautionary measure. The platform passed all final testing criteria.

Event description:
It was reported that during shift check, the autopulse platform displayed user advisory (ua) 45 (not at "home" position after power-on/restart) message. The customer was not able to clear the error message. No patient involvement was reported.